Event description:
It was reported that during a total laparoscopic assisted vaginal hysterectomy the active blade broke off in the patient. The surgeon grabbed the piece with a grasper and it slipped out and fell into the abdomen. They could not find the piece in the patient. They did take x-rays (3) and could not locate the blade piece. The or time was extended 2 hours due to the x-rays and the search for the blade. Procedure was completed with another device. No ICU was needed for the patient. No blood loss or units of blood given due to the time needed. The device will be returning for analysis if released by risk management. Additional information there was a uterine manipulator used in the procedure and a ridged plastic sleeve. The surgeon stated he did not come into contact with the plastic they took one xray and it (blade tip) did not show on the initial xray. They then strained the suction canister to make sure it wasn't suctioned out with fluid, checked the trocar cannulas and then determined that they should take another xray to get up higher' closer to the diaphragm. One of the reasons that this took extra time is it took a while for xray to come back in to the room . This is a women's hospital. There is no xray machine on the surgical floor. Unsure how much portable xraying they do¿ there is no ortho or general surgery being done in this hospital' gyn and ob is about it. After the first xray, they took the machine back to wherever it came from and it had to come back. They then noted the blade on the 2nd film at what appeared to be under the liver. They went back laparoscopically and looked couldn't find anything, put another liter of fluid in and put the patient in tburg and suctioned out the pelvis. Nothing there so the surgeon decided to stop looking and close.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.